Event description:
Centraliser broken when exeter stem opened, had to open individual centraliser.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.